Manufacturer narrative:
Concomitant medical product: 5076 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead integrity alert was activated, the lead displayed high impedance, there were short v-v and non-sustained ve ntricular tachycardia episodes. During the revision procedure, the "lead was isolated and the problem disappeared." The physician felt the problem may have arisen from an isolated lead; however, the lead may not have been "clearly fixed into the device." The device and lead remain in use and no patient complications have been reported as a result of this event.